Event description:
It is reported that 2 weeks post-op from total knee replacement, pt fell at nursing home and experienced femur peri-prosthetic fracture. Femur was converted to lcck with tibial stem already in place. Exact implant date is unk.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: no product received for eval. Also x-rays are not available for review. Item number and the lot number are not known so device history records could not be reviewed. The cause of the problem could not be definitely determined due to insufficient info, however, the injury due to pt fall could be a contributing factor. H6: eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers require for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.